Event description:
The customer reported that the c-arm on the system was stuck in a vertical position. This event occurred inside a procedure. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The c-arm rotation motor was repaired. The system was tested and operates as intended.